Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported that the patient was referred to have his device explanted due to an infection. Later, the surgery was cancelled due to the issue resolving. Clarification received from the surgeon's office indicates that they believe it to be related to the patient's body having poor healing, possibly related to his poor circulation. The infection was not extending into the pocket, just limited to the superficial areas of the incision. There was no patient manipulation involved and the caregivers were noted to be doing the proper wound care. It was also noted that the cause was due to a bacteria that wasn't responding to the initial treatments, but the specifics were not available. The patient's device was not explanted and subsequent treatments were said to have been more successful. This infection was not believed to be related to the surgical procedure or technique, just patient's slow healing. DHR were searched confirming that both the lead and generator were sterilized prior to distribution.